Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/31/2018, that on (B)(6) 2018, the patient reported loss of connection on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported loss of connection on the g5 mobile application was not confirmed. A root cause could not be determined via data.